Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose of 62 mg/dl without symptoms, which followed lunch and was treated with oral glucose (smarties), resulting in recovery to 87 mg/dl; education was provided to follow the 15-minute recheck protocol to confirm upward trend and stabilization. Symptoms included asymptomatic hypoglycemia. Outcomes included resolution of the low glucose without escalation of care. Investigation included complaint intake and user troubleshooting education. Investigation of this case revealed no device malfunction identified and a cause that remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Correction to b3.